Event description:
A complete brain imc-probe kit: cc1.sb probe, im2 was used during a bypass for 11 hours and it was needed to measure the o2 during the post operative period as well. The day after the second o2 probe was inserted it did not register a value. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.